Manufacturer narrative:
Literature citation: misao nishikawa, seiya masamura, keisuke shirosaka, hiroki ohata, noritsugu kunihiro, hironori arima, hiromichi ikuno ; "preliminary results of treatment with x -stop for lumbar spinal canal stenosis - a report of 20 cases in japan". Mean age: 53-82(73) years. Sex: 15 male and 5 female. (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that a total of 20 patients underwent surgery from (B)(6) 2012 to (B)(6) 2014 and have been followed up for one year post-op as outpatients were investigated. No peri-operative complications were observed. Post-operatively, one of the patients fell after ten months from the surgery and had spinous process fracture at level between implanted vertebrae, and back pain and intermittent claudication got worsened. This patient underwent lumbar laminectomy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.